Event description:
The nurse of a (B)(6) old female called zoll customer support to report that the pt was receiving check belt messages. The pt was issued a replacement electrode belt.

Manufacturer narrative:
Device eval summary: device eval of electrode belt sn (B)(4) has been completed. The reported problem (check belt messages) was confirmed. Upon investigation a wire running in the cable between ECG "c" and ECG "d" was frayed and of an excessive length inside ECG "c". The cause of the frayed wires can be attributed to the excessive length of the wires. The root cause for excessive length is a supplier mfg error. No adverse event resulted from the frayed wire. The pt rec'd a replacement electrode belt.